Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 23 may 2024, it was reported that patient experienced that the infusion set was leaked but exact location was not known. The infusion set was used for one day. The blood glucose level was 338mg/dl. No further information was available.